Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4)

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) was broken. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The actual service life of the device was not provided to us by the account. However; based on a review of the serial number, the device was found to have been manufactured in 04-2006 which places the age of the device at approximately 9 years. A review of the certificate of conformity (c of c) is not applicable at this time because it is highly probably that the event occurred well past the specified device lifetime reliability; 1.5 years or 2340 cycles. The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. No visual defects were observed. The device serial number is (B)(4) and the manufacture date is apr-2006 which places the age of the device at approximately 10 years . The device was evaluated for its electrical function according to the service manual section d- ¿functional tests¿ using a precision multimeter and a 0.62ohm resistor hemopro power supply test box. The test box uses the 10k ohm resistor that is built into the hemopro cable. The device failed the low and high current test. The results of the test are as follows: measured no load voltage test: 5.48 vdc pass (requirement: 5.50 vdc +/- .05 vdc). Measured low current output test: 3.87 vamps dc fail (requirement: 4.00+/- .05 amps dc). Measured high current output test: 5.74 amps dc fail (requirement:6.00+/- .05 amps dc). Based on the results of the evaluation, the reported complaint was not confirmed for the reported failure mode "break" but was confirmed for analyzed failure mode "intermittent continuity".

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) was broken. The hospital did not report any patient effects.